Event description:
It was reported that during an open reduction internal fixation (orif) procedure of distal radius, the surgeon complained that the drill guide will not key in or lock into the plate as intended. The surgeon completed the procedure free-hand, without the drill guide. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received without visible damages. The measurable dimensions are within print specification. A review of the device history record did not show conditions that could have contributed to the reported event. Product development event evaluation reveals, a review of the product drawings showed that both ends of the drill guide were designed with the correct tolerances to allow for seating into the 2.4mm va locking holes. They are manufactured out of an appropriate material for a drill guide. The drill guides are (B)(4), which would not add to the failure. Since the drill guide seated with no problems into several plates here during testing it is determined there was either a problem with the plate holes or user error. Therefore this complaint is deemed invalid.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.